Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. Additional information was obtained from the field indicating that the patient with this lead was experiencing muscle stimulation. Moreover, the patient could not tolerate the ventricular pacing that the physician opted to explant the whole system. Furthermore, the hospital had the extracted system. No additional adverse patient effects were reported.